Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes the negative pressure in the tube is low to none and the amount of blood drawn does not meet the detections requirements. There is no patient impact reported and quantity affected is 5000. The following information was provided by the initial reporter: when drawing blood, the negative pressure in the tube is low/none, and the amount of blood drawn cannot meet the detection requirements.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes the negative pressure in the tube is low to none and the amount of blood drawn does not meet the detections requirements. There is no patient impact reported and quantity affected is 5000. The following information was provided by the initial reporter: when drawing blood, the negative pressure in the tube is low/none, and the amount of blood drawn cannot meet the detection requirements.

Manufacturer narrative:
D10: device available for eval: yes, returned to manufacturer on: 25-aug-2023. H.6 investigation summary: bd received one hundred (100) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes the negative pressure in the tube is low to none and the amount of blood drawn does not meet the detections requirements. There is no patient impact reported and quantity affected is 5000. The following information was provided by the initial reporter: when drawing blood, the negative pressure in the tube is low/none, and the amount of blood drawn cannot meet the detection requirements.